Event description:
As reported by the user facility: uf removal too high. Pt. Start weight was 59k and after 1 1/2 hr. Of a 4 hr. Treatment the pt. Weight was 55k, but the machine was set to remove 1.53k over a 4 hour treatment. Pt complained of feeling nauseous so they gave him back 1 liter of fluid and pt was fine. Additional information provided by the facility indicated that the reported incident is the second of two incidents that occurred involving high uf removal during patient treatment. After the first incident occurred, the machine was checked out by the chief technician at the facility. The following were checked: pressure outlet sensor, checked all throttle valves, and calibrated the uf pump. The machine was disinfected and put back into service. When the second incident occurred the patient was weighed before putting on another machine and they found that the machine was taking off more weight than what it was set for. The scale was checked for accuracy and no issues were found. Neither patient suffered any additional adverse sequela associated with the incidents. The machine was removed from service at this time, pending b.braun evaluation.

Manufacturer narrative:
The trend file and all available information has been forwarded to the actual manufacturer for evaluation. After receiving verbal information from the actual manufacturer that they did not find any problems from the trend file, a b.braun technician was sent to the facility to run tests on the machine. The technician performed functional tests on the machine and nothing physically was found wrong with the machine. Proactively the b.braun technician replaced the balance chamber complete part on the machine. Mock treatments were run with no problems. At that point the machine was disinfected and returned to service. The machine is currently being used with no more issues. No specific conclusions can be drawn at this time. The chamber complete part, removed from the machine, will be returned to the manufacturer for further evaluation. If any pertinent information becomes available from the actual manufacturer a follow-up report will be filed.